Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was repositioned and remains implanted. The non-pacemaker dependent patient was well post-procedure.